Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. It was reported that a patient experienced discomfort around orif metal work approximately six (6) months postop due to a fall. The patient was treated conservatively with a cast with no indication of plate/screw failure or complication. Nearly one year later, the plate and all but one screw were removed. Plates and screws are temporary fixation devices intended to hold compression until the underlying bone fracture can heal, which then causes the hardware to be pushed out of the bone. This can cause a prominence and discomfort between the bone and thin tissue covering it under the skin. The plate and screws remained in this patient for over a year with no allegations of failure or complication. Scarring over the final screw, which remained intact, indicates that healing occurred as intended. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown proximal screw (unknown) unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown unspecified screw (unknown). Unknown washer (unknown). G2: foreign - the event occurred in the united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a retrospective clinical study that a patient underwent open reduction internal fixation of a comminuted and unstable fracture of the right tibial plateau with tibial tuberosity avulsion approximately eleven (11) years and six (6) weeks ago. Approximately six (6) months later, the patient presented with symptoms of prominent metalwork at the distal tip of the plate. The plate and nine screws were explanted approximately ten (10) months after the symptoms presented. One screw remained implanted as the surgeon deemed that any benefit of removing it did not outweigh the risks of complication or further surgical complexity and indicated that the symptoms were due to the distal tip of the plate. There have been no further complications or outcomes reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a retrospective clinical study that a patient underwent open reduction internal fixation of a comminuted and unstable fracture of the right tibial plateau with tibial tuberosity avulsion approximately eleven (11) years and six (6) weeks ago. Approximately six (6) months later, the patient presented with symptoms of prominent metalwork at the distal tip of the plate. The plate and nine screws were explanted approximately eleven (11) months after the symptoms presented. One screw remained implanted as the surgeon deemed that any benefit of removing it did not outweigh the risks of complication or further surgical complexity and indicated that the symptoms were due to the distal tip of the plate. There have been no further complications or outcomes reported. Attempts have been made, and no further information has been provided.